Manufacturer narrative:
The beak is missing from the distal end of the 27040ao/sheath; there are no remnants of beak inside the shaft. The beak is fixed by a bonding process using adhesive; if a beak breaks off, it sometimes leaves the remainder of the beak inside the sheath - in this case there is no material left inside the shaft. Also, if the whole beak comes off, you can usually see some residue of the epoxy that is used to fix the beak in place inside the distal end of the sheath; in this case, there is no sign of epoxy on the inside of the sheath. The labeling on the sheath (part number, measuring lines, date code, etc.) Is very faint. The color ring is cracked and exhibits clear signs of deterioration. The fact that the beak is completely gone, there is no residue of epoxy on inside of sheath, the color ring material has deteriorated, and the labeling is faint supports the possibility that this instrument came into contact with improper cleaning materials that may have been caustic or harsh. This may explain why the beak came completely out of the sheath; improper cleaning material wore away the epoxy.